Event description:
It was reported that the patient with this electrode had received an inappropriate shock. Review of device data noted oversensing of noise, potentially related to sense b. Low amplitude morphology measurements were also noted. An x-ray performed did not show any lead abnormalities, however the field still suspected a lead fracture. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode had received an inappropriate shock. Review of device data noted oversensing of noise, potentially related to sense b. Low amplitude morphology measurements were also noted. An x-ray performed did not show any lead abnormalities, however the field still suspected a lead fracture. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.